Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had error216 (scope communication error) and static image. The issue had occurred during inspection for use. There was no report of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Updated: g3, h2, h3, h6, h11. Based on the results of the investigation, it is likely the following led to the malfunction: an unresponsive plug unit led to e216. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.